Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempt is being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight and bmi at the time of index procedure date of initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications product code and lot number? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? Date of mesh excision? Results?

Event description:
It was reported that the patient underwent an unknown gynecological procedure in 2013 and the mesh was implanted. A mesh exposure in vagina was identified on (B)(6) 2015. The patient underwent a surgical excision of exposed mesh conducted through a vaginal incision. Additional information has been requested.